Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g6 continuous glucose monitor (cgm) showed readings on the g6 app and transmitter but failed to pair with the ilet pump, consistent with an intermittent communication failure involving the antenna/electrical interface, and the issue resolved after entering the transmitter serial number and completing warmup, with readings then appearing on the pump. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices associated with intermittent communication failure and device components related to the antenna and electrical or magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.